Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# n0034904, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturing representative on (B)(6) or (B)(6) and her concerns were resolved. The patient no longer had concerns with her device or therapy.

Event description:
It was reported that the patient was in a lot pf pain. When asked how long this had been going on for she stated ¿I have a lot of permanent damage and a lot of new spurs on my sciatic nerve, that¿s been really irritated by a total knee replacement I had at the end of september. It had been about 10 or 11 weeks but had been driving her nuts. It was noted the stimulator was working but had not been working properly in that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.